Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the sphincter of oddi and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the pull wire at the handle of the autotome rx 49 broke and it could not be bowed and could not cut. The device was removed from the patient, and when it was tested, still it could not be bowed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the pull wire at the handle was broken and kinked.

Manufacturer narrative:
Block e (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of pull wire broken at the handle.